Event description:
On (B)(6) 2014, a mitroflow valve 12a21 was implanted in aortic position. On (B)(6) 2021, the device was explanted in quasi emergency surgery due to occurrence of the tear caused by calcification. The mitroflow valve was replaced with perceval valve pvs21. There was concomitant operations mitral annuloplasty (map) and tricuspid annuloplasty (tap). Cg future 28mm was used for map, and physio ring was used for tap. X-clamp time was 2 hours and 7minutes, and the operation was completed without any problem. The patient was stable during surgery and recovered well post op.

Manufacturer narrative:
The manufacturer attempted to retrieve additional information on the event, but the hospital did not share additional information despite the attempts. The device was returned to the manufacturer. Further investigation is ongoing.

Manufacturer narrative:
Fields updated: the device involved in the reported event was returned to the manufacturer for investigation. The gross examination of the valve revealed a deformed prosthesis due to tears in two leaflets. There was pannus overgrowth on the inflow sewing ring of the valve. X-rays of the subject valve showed no calcification. The stent and the sewing ring were covered by fibrous pannus that on the inflow side protruded 2-5 mm into the lumen, narrowing the annulus, and caused a low degree of stenosis. The pericardium of all three leaflets was thicker than normal near the posts due to pericardial degeneration. Pericardial delaminations were detected in two leaflets. Reddish areas due to coagulated blood entrapment were present on all surfaces. Small thrombus depositions were visible on the outflow side of post 1, on the outflow surface of leaflet c and on the inflow surfaces of posts 2 and 3. All the leaflets were pliable. Whitish and yellowish areas due to tissue alterations were detected on both prosthetic sides. The mesothelial surfaces of all leaflets were locally wrinkled. Mesothelial delaminations were visible on almost all surfaces. On leaflet b, a 7 mm long tear was present at post 3. A scar due to explant surgical procedure was present on the belly. On leaflet c, tears 4-5 mm long were visible along both posts. Histological analyses were performed on samples taken from leaflets b and c. In leaflets b and c, hematoxylin and eosin stain showed that the pericardium was thicker than normal because the collagen bundles were disrupted, defibrated and homogenated; cholesterol clefts were detected. Inflammatory cells were present on leaflets b and c. A thin fibrous pannus deposition was visible on the mesothelial surface of leaflet b. Small thrombus depositions were visible on the mediastinic surface of leaflet b. A pericardial fold was detected on leaflet c. Pericardial delaminations were detected on leaflets b and c. Bacteria were not detected with the gram stain. Furthermore, the manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # 12a21, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a 12a21 mitroflow aortic pericardial heart valve at the time of manufacture and release. This mitroflow valve was explanted after 7 years and 6 months due to a reported prosthetic calcification and tear. Gross examination revealed tears in two leaflets that caused prosthetic insufficiency. Pannus tissue overgrowth into the inflow lumen and so causes a low degree of stenosis. There was no evidence of calcification or endocarditis in the returned valve. Cuspal tears without calcification are related to direct mechanical damage to the collagen structure during functional opening and closure of the cusp. Histological analysis, performed in this mitroflow valve, showed the presence of lipid infiltration (cholesterol clefts) in the leaflet pericardial tissue. This lipid infiltration, as supported from the scientific literature, may contribute to localized leaflet stiffness, and if associated with a degeneration of collagen fibers, as detected in the samples from this mitroflow valve, may lead to leaflet tears. Histological analysis also identified inflammatory cells throughout the sample. It is possible that the patient¿s clinical history and risk factors may have contributed to the structural valve deterioration observed in this mitroflow valve. However, little clinical history was provided. It should be noted that structural valve deterioration is listed as a possible adverse event in the mitroflow IFU. The event is, therefore, a known inherent risk of the device.